Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the latch lock sensor was defective. The latch sensor and dso seal were replaced.

Event description:
It was reported that the cassette beeped. There was unknown patient involvement. No patient harm/adverse event was reported. Device evaluation revealed a damaged/detached downstream occlusion seal and defective latch sensor.